Event description:
The pt service representative (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support service to report the pt's charger is not working. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. The cause on the non-functional charger was caused by a defective charger power pack. The root cause of the defective power pack cannot be positively determined. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.